Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05637 & 05639).

Event description:
It was reported that patient underwent shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a proximal humeral fracture. Another revision procedure took place on (B)(6) 2013 due to the humeral head disassociating from the stem.